Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted in the common bile duct to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the guidewire was unable to exit the rx port despite multiple attempts. The device was removed, and another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the guide catheter was smashed. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter break. Block g4: k101314 pro code exceeded character limit for the designated field. Block h11: an advanix biliary stent was received for analysis. Visual inspection of the returned device found no damages. However, destructive test was performed, and it was observed that the guide catheter was smashed under microscope inspection. Functional inspection was performed, and it was observed that the guide catheter was difficult to advance and pull and it was difficult to advance/load the guidewire into the device. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of device difficult to advance guidewire as the guide catheter was difficult to advance and pull and it was difficult to advance/load the guidewire into the device during functional analysis. Taking all available information into consideration, the investigation concluded that the reported and observed events were likely due to procedural factors, such as improper handling or excessive manipulation during guidewire insertion, which may have caused the damage to the guide catheter. Therefore, the most probable cause of the reported event is adverse event related to procedure.